Event description:
Spacelabs received a report on (B)(6) 2015 that sl command module (model 91496, serial number (B)(4)) was intermittently resetting. No one was injured as a result of this

Manufacturer narrative:
Onsite investigation by a spacelabs field service engineer (fse) confirmed the sl command module had recently been converted to masimo spo2 technology for oxygen saturation measurement. The fse further confirmed the module¿s software version was not compatible with the masimo technology. A compatible software version was provided and clinical staff was instructed in its use. This report is considered final and the issue is closed. Placeholder.